Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy, but device primed and stopped. Disconnected and reconnected pads using proper technique and restarted therapy in an arctic sun device. Guided to diagnostics showed that the system hours were 945, pump hours were 853, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm, primed then stopped. Stopped therapy, drained and disconnected pads and placed device in manual control, no pads attached inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 47 percentage, flow rate (fr) was 1.7lpm. Someone came in with a new device at this time (B)(6). Tried to start therapy one more time on the first device, but it primed and stopped again. Moved pads and probe to new device. Device did not stop, but flow rate (fr) was only 0.2lpm. Guided to diagnostics showed that the system hours were 1109, pump hours were 1091, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They would change pads at this time and call back if they continue to have issues. Pad lot ngkx3637. Advised they should hold onto these pads for investigation. Per follow up information received via task on 01apr2026, spoke with charge nurse who confirmed retention of the pads.